Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The wife reported via phone call that the customer was hospitalized with high blood glucose. The customer's blood glucose was unknown at the time of admission. The details of the customer's hospitalization was not provided at the time of the call. The wife was advised to call back to document the hospitalization. The insulin pump will not be returned for analysis.